Event description:
A pt reported experiencing severe burning and redness, right eye, immediately upon insertion of lens on sunday morning. She visited an emergency room due to increased pain and redness after removal of the lens. The medications, including an antibiotic to prevent infection, were prescribed due to chemical exposure of the solution. F/u info received from the pt states that she followed the instructions for use, but had not noticed that the product was expired at the time of use. She typically uses alcon optifree multipurpose lens care solution. She stated the emergency room applied a numbing drop and a patch, prescribed gentamicin and opcon-a redness relief drops and was diagnosed with a chemical burn. The eye was still very painful, red and swollen on monday and a visit was scheduled with a medical doctor for tuesday. At tuesday visit, the medical doctor discontinued gentamicin and opcon-a, replacing with zylet 4x day and bacitracin with a patch at night. Follow up scheduled for 13 sept. The pt reported she usually uses multipurpose lens care solution. She purchased clear care from a clearance bin and did not notice the product had passed the expiry date. She states she followed the instructions for use. F/u info received from the pt states that she is healing and has been advised to f/u with an eye care professional. The pt declined to provide any further info. This event is considered as a possible significant corneal abrasion. The precautions section of the package insert specifically states "use before the expiration date marked on the container."

Manufacturer narrative:
The device has not been received for analysis. An investigation of the reported lot info is underway by mfg. Upon completion of the mfg investigation of the reported lot for the complaint device, if there is any further relevant info, a supplemental medwatch will be filed. (B)(4).